Manufacturer narrative:
Correction: review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced and no parts were returned to the manufacturer for evaluation. The issue was resolved via telephone. The site completed the invalidate home procedure and gantry movements began working as intended. No further issues reported. Resolution confirmed on call.

Event description:
A site representative reported that outside of a procedure, the gantry on the imaging system does not reach maximum x out position. It was reported that the gantry stops a few centimeters before it reaches x out maximum position. Imaging is not affected and the system is still operational. It was reported that after invalidate home procedure was performed, gantry movements were working as intended. No patient was present when this issue was identified. No additional information available.